Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly. Insulin pump communicated properly with the test guardian transmitter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl to 600 mg/dl at the time of incident and the current blood glucose value was 376 mg/dl. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.